Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an apparent fracture due to rapidly rising and high threshold and impedance. During the lv lead extraction the distal three electrodes separated completely from the rest of the lead in the subclavian vein as the lead was being pulled out through the extraction system. This remnant was then successfully snared and removed. A new lead was implanted without issue. The right atrial (ra) lead exhibited chronically high thresholds. Chest x-ray showed that the ra lead had probably dislodged some time ago and was resting in the atrial. The ra lead was successfully extracted and replaced with another of the same lead. No patient complications have been reported as a result of this event.